Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2018, the patient was presented to emergency room (ER) with the complaint of progressive dyspnea and chest pain. A cardiac enzyme was found to be elevated and the patient was diagnosed with myocardial infarction. The patient was also diagnosed with cardiogenic shock. The patient was transferred to another hospital for further cardiology evaluation and intervention. The patient was referred for left heart catheterization and possible percutaneous coronary intervention (pci). The 95% stenosis of distal lcx was treated with placement of 3.0 x 16mm promus premier drug eluting stent (des) with 0% residual stenosis. The patient condition improved; however, a recurrent episode of chest pain while being still on intravenous nitroglycerin occurred. Two days later, the 80% stenosis of distal left anterior descending artery (lad) was treated with placement of a 2.75 x 16 mm promus premier des. On the same day, the 70-80% stenosis of the first diagonal was treated with balloon angioplasty. During hospitalization, the patient was diagnosed with acute systolic congestive heart failure which was medically managed. The patient cardiogenic shock progressively worsened despite maximum inotrope support. After fifteen days, given worsening respiratory distress, the patient was intubated. The patient remained on a ventilator with the maximum medical management including vasopressor pressure support as well as inotrope support. Given ongoing cardiogenic shock refractory to medical management, palliative medicine was consulted for goals of care discussion. The patient was transitioned to comfort care. Six days, the patient expired. The primary cause of death is cardiogenic shock. Per the death certificate the primary cause of death was cardiogenic shock and secondary cause for death was non-st-elevation myocardial infarction (nstemi).